Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory affecting this model. This coronary sinus implantable lead was explanted due to dislodgement. A new device and lead were implanted. Guidant received additional information that the patient experienced irreparable injuries and damages including a second surgery in order to place a proper pace maker.